Event description:
Patient was on MRI table, being prepped for MRI and the patient was being ventilated with portable MRI ventilator. The patient, at this time, was breathing between high 30s to low 40s breaths/minutes. The two nurses in the room noted that the patient coughed twice, then the MRI portable ventilator stopped ventilating and shut down. Patient noted not breathing, rt started bagging the patient, then removed from MRI table to MRI waiting area. Pulse was not able to be obtained, code blue called. Patient was bagged by rt during this time until taken back to ICU. Unable to determine if the respiratory arrest was related to the MRI ventilator. The patient expired 3 days later after the patient's family decided to withdraw care.